Event description:
It was reported that an ilet user experienced a pairing failure when the system was configured for dexcom g6 while the patient¿s sensor was a dexcom g7, resulting in the sensor connecting only to the dexcom mobile app and not to the ilet; after changing the ilet setting to g7, the device paired successfully. Symptoms included hyperglycemia with a reported glucose of 500 mg/dl that decreased to 228 mg/dl. Outcomes included temporary interruption of automated dosing functions with dosing stops and alerts indicating cgm not paired. Investigation included troubleshooting and user education regarding correct cgm selection and pairing workflow. Investigation of this case revealed user setup error related to incorrect cgm type selection that prevented cgm communication. It was concluded that the device functioned as designed once correctly configured and paired, and the event was attributable to use error rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.